Event description:
This case was reported by a (B)(6) physician and concerns a female patient injected with an unknown volume of radiesse into nasolabial area. During the treatment, some of the product was injected into the arteria/vena angularis. Discoloration of the skin was immediately observed and the patient complained of double vision. Corrective treatment included nacl injection to dilute. The patient was evaluated immediately in a neurological clinic and no pathological condition was observed. Also the MRI, on the following day, did not show any complication in the brain area (exclusion of sinus thrombosis). The impaired vision recovered completely, and only pain and a discrete redness remained. The physician prescribed as prophylaxis rulid 300 (duration not known). However, after two days, the patient took a flight and from her destination, she complained of increasingly pain in the right side of the face, and swelling of the lip. The reporting physician diagnosed an incipit of necrosis in the area of the a. Angularis. On (B)(6) 2014, information was provided that the patient was admitted to the hospital. An occlusion of the arteria/vena angularis was ruled out, but superficial necrosis due to occlusions of small vessels in region of upper lip was diagnosed. The outcome of the events superficial necrosis due to occlusions of small vessels in region of the right upper lip, discrete redness and swelling of lip was not resolved. The outcome of the event double vision was resolved. On (B)(6) 2014, dr. (B)(6) provided patient's diagnosis as double vision, paraesthesia, facial paresis and necrosis; all on right side of face; all started on (B)(6) 2014. Double vision resolved, the remaining events are resolving. The following measures were taken, injection with nacl, neurological and ophthalmological investigation, and vascular surgical assessment. The patient was hospitalized in the dermatological clinic until (B)(6) 2014, continuing ambulatory treatment. On (B)(6) 2014, the injecting physician reported that the patient is feeling much better; she was released from the hospital. After his last evaluation of the patient, some necrosis residue was barely present.

Manufacturer narrative:
The device history records for the radiesse lot injected were not reviewed as the lot number was not provided by the physician.